Manufacturer narrative:
Evaluation results: unapproved use of device (used for an iliac aneurysm) inherent risk of procedure (occlusion) patient's condition affected effectiveness of device (mild to moderate calcification and tortuosity) evaluation conclusions: device failure/lack of effectiveness related to patient condition (mild to moderate calcification and tortuosity) user error contributed to event (used for an iliac aneurysm).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 33 mm diameter left common iliac aneurysm. The aorta was calcified. Distal aorta was 25 mm in diameter. Vessels had mild-moderate tortuosity, calcification, and minimal thrombus and were 11 mm in diameter on the right side and 17-33 mm on the left side. The endurant implant was completed without issues with the main body placed via the right side. A 16x13x93 contralateral limb and 16x10x124 extension were placed on the left side with slight crossing of the limbs. The left hypogastric was coiled. The implant procedure was completed without complications. The patient became symptomatic later that same day and was brought back to the operating room. It was noted that the left side from the flow divider distally was completely occluded. The physician performed an over the wire thrombectomy and used two kissing balloons to resolve the occlusion successfully. No clinical sequelae were reported, and the patient is fine.